Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) was no longer giving any audio output. They stated that this cns was just recently installed, and the nurses were monitoring telemetry transmitters. Nihon kohden technical support (nk ts) walked the customer through checking the sound settings in windows mode, behind the cns software, and discovered that the default sound output setting was set to a different device other than the speaker. Nk ts had the customer manually select the speaker as the default settings. This resolved their issue. Service requested / performed: troubleshooting. Investigation summary: during troubleshooting, it was identified that the audio output for the cns was incorrectly set. After the audio output was corrected to "speakers," the issue was resolved. The root cause of the issue is incorrect device settings. The administrator's guide for cns-6801a provides instructions in changing the sound settings of the device and setting speakers as the default audio output. Since the issue related to incorrect settings, no corrective action would be required at this time. If the customer had selected the correct audio output, the issue would have not occurred.

Event description:
The customer reported that this central nurse's station (cns) was no longer giving any audio output.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) was no longer giving audio output. They stated that this cns was just recently installed, and the nurses were monitoring telemetry transmitters. They reported to the caller that the sound was not coming out of the cns. Nihon kohden technical support (tech support) walked the customer through the sound settings in the windows mode behind the cns software. We checked the sound output device and discovered that the default sound output was set to a different device other than speaker. Tech support had the customer manually select speaker as the default. This resolved their issue. No patent harm reported. Nihon kohden continues to investigate the reported event. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter. Model: ni. Sn: ni.

Event description:
The customer reported that that this central nurse's station (cns) was no longer giving audio output. They stated that this cns was just recently installed, and the nurses were monitoring telemetry transmitters. They reported to the caller that the sound was not coming out of the cns. Nihon kohden technical support (tech support) walked the customer through the sound settings in the windows mode behind the cns software. We checked the sound output device and discovered that the default sound output was set to a different device other than speaker. Tech support had the customer manually select speaker as the default. This resolved their issue. No patent harm reported.